Event description:
The customer reported to olympus, the telescope, 12°, 4 mm had a missing eyepiece. The issue was found during inspection for use for a therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was confirmed. The reported failure modes can be attributed to wear and tear as well as excessive force. Olympus will continue to monitor field performance for this device.